Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The instructions for use (IFU) and patient manual contains aortic insufficiency as a potential event that may be associated with use of the product. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Aortic insufficiency is primarily mitigated by patient selection and surgical management, however aortic insufficiency can develop over time after a vad is implanted. The medical team reported that they believed the reported event to be possibly related to patient condition. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to the continuous-flow pump, medical treatment, progression of disease, anticoagulation therapy, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient, pharmacological, and procedural factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient was admitted to the hospital for gastrointestinal (gi) bleeding. Two units of packed red blood cells (prbcs) were administered on (B)(6) 2016. Fluid overload was noted during admission. The patient was given intravenous push (ivp) of bumex 1mg twice-a-day (bid) as treatment. Echocardiogram revealed the septum to be rightward with aortic valve opening intermittently and trace aortic insufficiency (ai). The event was considered resolved on (B)(6) 2016. The primary investigator deemed the event as possibly related to the lvad device and patient condition and unrelated to the lvad procedure. No further information was provided.

Manufacturer narrative:
Additional information received on february 14th, 2017 indicated that an esophagogastroduodenoscopy was performed on (B)(6) 2016 which showed normal esophagus, stomach, and duodenum. The patient also underwent a colonoscopy which revealed polypoid lesion in the rectum. Polypectomy was deferred due to high international normalized ratio (inr) and the patient's recent presentation with bright red blood per rectum (brbpr). The patient will need primary care provider to organize elective colonoscopy to resect polyps in the future. The examined portion of the ileum was normal. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.